Event description:
The pt reported she has had elevated blood glucose readings above 500 mg/dl all day. The pt was upset and was not interested in engaging in extended troubleshooting. The pt stated she received an e4 (occlusion) alarm on her insulin infusion device while she was trying to bolus. The pt was instructed to disconnect from her infusion device and bolus 2 units of insulin into the air which went through without error. The pt was then instructed to change her insulin infusion headset and bolus. The bolus went through without error. On follow up, the same night, the pt stated she was "feeling a little better." Repeated further attempts to contact the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.